Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03335. It was reported that the patient experienced a hematoma after implantation of the device. As a result, the patient underwent surgical intervention, which addressed (resolved) the issue.